Event description:
On 3/5 had 16f foley placed for femoral-popliteal bypass. On 3/6, foley would not come out. Balloon would not deflate or rupture. 8cc of mineral oil was injected into balloon. On 3/8, balloon had not deflated & would not rupture with a guidewire. Suprapubic needle rupture under fluoroscopy was required to deflate balloon. Levaquin (antibiotic) was given to prevent infection. Definite increase in sevices definite procedureal intervention.